Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: -it was reported: ""mistakenly sealed the product for another product number assigned in the hospital"" please clarify: this issue is that the package was opened by mistake. The other device wanted to be used. Do you have a photo for visual analysis? No. The following information was requested, but unavailable: event date? No further information is available. Procedure name and date? No further information is available. Lot number? No further information is available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. The previous response states this issue is that the package was opened by mistake. The other device wanted to be used. Please clarify the following: a. Was there any quality issue with the suture that was opened (yes or no)? If so, please explain. B. Did the user open the wrong product packaging? This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m - all others. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. The suture was mistakenly sealed for another product number assigned in the hospital. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/13/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: the previous response states this issue is that the package was opened by mistake. The other device wanted to be used. Please clarify the following: was there any quality issue with the suture that was opened (yes or no)? If so, please explain. No quality issue is reported. Did the user open the wrong product packaging? Yes. No further information will be provided. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 2360 g/m.